Manufacturer narrative:
It was reported that the patient experienced sterile peritonitis. The report of sterile peritonitis was associated to the use of nutrineal (drug). As a result upon further review, baxter peritoneal dialysis disposable devices are no longer considered suspect product in this sterile peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. The patient visited the hospital and was diagnosed with peritonitis, however, it was not reported if the patient was admitted. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotic therapy (doses, routes, frequencies, and durations were not reported). Nine days after the onset date, the patient¿s pd catheter was removed because the patient¿s pd effluent was still cloudy. Nineteen days, later, a new pd catheter was inserted. On an unreported date, the patient recovered from the peritonitis. On an unreported date, physioneal and extraneal therapies were discontinued. It was not reported if nutrineal therapy was ongoing. No additional information is available.